Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, product type programmer, physician; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient originally had bupivacaine in their pump and the healthcare professional (hcp) wanted to change it to dilaudid. The ordered drug concentration was 30 mg/ml and the hcp wanted to start the patient at 0.2 mg/day and was unable to do so with the ordered concentration. The dilaudid was diluted down by the hcp to 3.75 mg/ml but they were unable to program that concentration into the pump, so the drug was converted into mcg and entered as 375 mcg/ml instead of the actual concentration of 3750 mcg/ml. The bridge bolus of bupivacaine to dilaudid was supposed to take 8.25 days which would end on the weekend. The patient was going to return to the office on day 7 (tomorrow) to reprogram the pump with the correct concentration. There were no patient symptoms reported and the pump contained both dilaudid and bupivacaine at the time of the report. It was further reported a bridge bolus was incorrectly performed. The bridge bolus duration was ~198 hours and 9 minutes and the issue was identified well before the bridge finished so the patient was still getting the correct does. The bolus had ~31 hours remaining.